Event description:
The hcp reported the patient expired and the patient's mother was requesting the pump alarms be turned off on the patient's intrathecal drug delivery pump. The patient was in another state with her family when the family found her not breathing. The patient was rushed to the ER where resuscitation was attempted, but failed. The patient was pronounced dead at the ER. An autopsy was performed, but the hcp did not have the results. Preliminary autopsy results reported by the mother to the hcp indicated there were no significant findings, however, toxicology results were still pending. The sample source of the toxicology tests is unknown (i.e. Blood, csf, drug sample). The medical examiner explanted the pump and returned the pump to the mother. The pump had been delivering lioresal, 2000 mcg/ml on a complex continuous setting. With the pt receiving 7 mcg/hr for 16 hours and 5 mcg/hr for 8 hours for a total of 152 mcg/day. The hcp did not know the exact date of death. The mother indicated that the patient had been experiencing some spasticity lately when lying down and flaccidity when sitting in an upright position. It is unclear at the time of this report when these symptoms started. The manufacturer, in conjunction with the hcp, is attempting to obtain the me name and autopsy results and to obtain the pump so analysis can be performed. A follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
.